Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with the pump. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed evidence of a power on reset. The returned battery cap and cartridge cap were used during investigation. The battery cap contact height and width measurements were found to be within specification. The battery compartment was found to be cracked at the case seal. There was no damage found to the battery cap and battery compartment threads. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots. The ¿ez-prime¿ steps were successfully performed on the pump with no power interruptions or any errors, alarms or warnings. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The product performed within specification and the reported ¿intermittent power¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.